Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked, the rotator and imaging core assembly had been pulled out from the hub, and an imaging core windup with a broken drive and coaxial cable began 27.5 cm from the distal end of the connector shaft. Microscope inspection showed ripples on the imaging window, and the imaging core was twisted, confirming the imaging core windup and the broken drive and coaxial cable. Impedance testing showed an electrical open at the proximal end of the catheter. A destructive test was performed on the sheath, which was cut a few centimeters below the severe kink to allow inspection of the opposite end of the broken imaging core. Media returned by the customer was also reviewed and showed poor image quality.

Event description:
Reportable based on device analysis completed on 24 nov 2025. It was reported that visualization issues occurred. The 70% stenosed target lesion, measuring 56 mm in length with a diameter of 3.0 mm, was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it could not produce an image. The procedure was completed with another of the same device. The patient remained stable and no complications were reported. However, device analysis revealed ripples on the imaging window, and the imaging core was twisted.